Event description:
The end user reported while unloading a patient from the ambulance it was noticed the legs would not lock out. Upon further inspection it was found the leg had broken at the wheel casting. There were no injuries to the patient or the medic crew as a result ; however, the patient did need to be assisted to a backup stretcher to continue the transport.

Manufacturer narrative:
A visual and functional evaluation was conducted by an authorized field technician at the customer's location. The alleged broken leg assembly was confirmed, repaired and the stretcher was returned to service.

Event description:
The end user reported while unloading a patient from the ambulance it was noticed the legs would not lock out. Upon further inspection it was found the leg had broken at the wheel casting. There were no injuries to the patient or the medic crew as a result; however, the patient did need to be assisted to a backup stretcher to continue the transport.